Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating the reported malfunction. The device was recertified and returned to the customer. It is noteworthty to mention the multi-function cable, multi-function cable to CPR adapter, and pads that were being used at the time of the event were not returned for evaluation. Review of the device log found occurrences of pads off (defib lead faults) indicating that a valid patient impedance was not being recognized. It is important to note that there are multiple factors outside of a device malfunction that could contribute to this condition. Some include, but are not limited to, electrode application, electrode placement, patient prep, patient skin condition/overall condition, poor coupling, and conductive gel settling time. However, without evaluating the accessories that were being used at the time of the event, it cannot be firmly established what caused the warning messages. No trend is associated with reports of this type.